Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 3008829311-2018-00165. It was reported the patient's ((B)(6)) therapy was ineffective. Diagnostics indicated impedances issues on one lead. Stimulation was disabled to the one lead. Surgical intervention was undertaken and the lead was removed and replaced. It is unknown which lead was explanted and replaced; therefore both leads are being reported.

Event description:
Device 2 of 2 : reference MFR report: 3008829311-2018-00165. Additional information received indicated the patient's lead located at the l3 vertebral location was fractured.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2018-00165.

Event description:
Device 2 of 2 . Reference MFR report: 3008829311-2018-00165.